Manufacturer narrative:
Analysis: the ams700 ipp cylinders were visually inspected and functionally tested. The tubing of both cylinders was identified to be cut down to the bonding joint between the rear tip cylinder and the kink resistant tubing (krt). The cylinder connector tube was not returned for analysis. Both cylinders had wear at fold in cylinder body; no leaks were found in cylinder 1. Cylinder 2 has a large tear/hole in the outer tube attributed to sharp instrument damage consistent with explant damage; leak was found in the proximal cylinder body. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events due to the cylinder connector tube was not returned for analysis. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause not established was chosen because the cylinder connector tube was not returned for analysis. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary product analysis was unable to confirm the reported allegation related to a crack/break in the cylinder connector tube due to the tubing was not returned for analysis. The ams700 ipp cylinders were visually inspected and functionally tested. The tubing of both cylinders was identified to be cut down to the bonding joint between the rear tip cylinder and the krt resulting in an inability to confirm a crack/break in the cylinder connector tube allegation. The cylinder connector tube was not returned for analysis. Therefore, product analysis was unable to confirm the reported events. DHR review / similar complaint review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to the device not working as expected, the patient visited his physician two weeks prior to this surgery. As a result of the examination and testing, the physician identified a crack in the cylinder connector. The physician decided to explant the inflatable penile prosthesis (ipp) because of the connector crack and the aging device. According to the physician, the crack happened after the device was in use, and a device malfunction is not believed to be the cause of the crack. This patient got better after this surgery and is stable.

Event description:
It was reported that due to the device not working as expected, the patient visited his physician two weeks prior to this surgery. As a result of the examination and testing, the physician identified a crack in the cylinder connector. The physician decided to explant the inflatable penile prosthesis (ipp) because of the connector crack and the aging device. According to the physician, the crack happened after the device was in use, and a device malfunction is not believed to be the cause of the crack. This patient got better after this surgery and is stable.